Event description:
It was initially reported by the physician that the pt died approx a month ago. Per nurse, pt had a seizure, fell into an open drawer and suffocated. She did not have any add'l info. Good faith attempts to obtain add'l info has been unsuccessful till date.